Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill alerts occurred after filling the cartridge with cold insulin during the load process. There was no reported impact to the customer's blood glucose (bg) level due to this event; however, the customer reported having an elevated bg level due to eating carbohydrates at a party. No specific bg level was provided and elevated bg troubleshooting was declined. The customer was reminded that room temperature insulin should be used to load the cartridge. Customer was guided through the load process successfully.